Event description:
On 10/4/2022, it was reported by a sales representative via email that an ar-3632 fibertak suture anchor broke. This was discovered during an mpfl procedure on 10/3/2022. Case was completed with another ar-3632 fibertak suture anchor without further issues.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.